Event description:
Pt was being fed using the device. On 3 occasions, 474 ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. 474 ml were delivered in 80 minutes. There was no illness, injury or medical intervention resulting from the event. Reporter stated the pt was feeling very uncomfortable following the event. Two feeding pumps involved. One pt involved.